Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Additional device implanted / explanted: pxc161200/7332609.

Event description:
On (B) (6) 2010, the pt had a computed tomography which revealed an abdominal aortic aneurysm with the maximum aneurismal sac diameter measuring 49.70mm x 55.02mm. On (B) (6) 2010, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B) (6) 2010, the pt presented to the hospital with back and abdominal pain. On (B) (6) 2010, a follow-up computed tomography was performed and revealed evidence of a possible type ii endoleak with minimal aneurysm growth. Review of these images by gore imaging revealed contrast pooling in the aneurismal sac. The contrast is visible within the inferior mesenteric artery and multiple sets of lumbar arteries. These images revealed the maximum aneurismal sac diameter measuring at 51.90mm x 58.02mm. On (B) (6) 2010, the pt underwent a reintervention where the devices were explanted and discarded. The pt tolerated the procedure.